Event description:
It was stated that the customer was taken to the emergency room for low blood glucose levels. Prior to the hospitalization, it was stated that the customer changed the infusion set and the entire reservoir emptied into his body. It was also stated that the insulin pump had gone through an MRI months prior. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.